Event description:
Reportedly, on (B)(6) 2016 patient underwent a non-cardiologic surgical intervention. The post-operative follow-up on (B)(6) 2016 showed, according to the medical staff, a non-confirmed postoperative high atrial pacing rate. The atrial threshold is chronically increased and there is marginal/inadequate atrial sensing. As a result, an intervention was scheduled. As the battery-impedance of this pacemaker represented the natural aging process, it was decided to explant the pacemaker that will be returned for analysis. Preliminary analysis of the returned device confirmed it operated as specified.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, on (B)(6) 2016 patient underwent a non-cardiologic surgical intervention. The post-operative follow-up on (B)(6) 2016 showed, according to the medical staff, a non-confirmed postoperative high atrial pacing rate. The atrial threshold is chronically increased and there is marginal/inadequate atrial sensing. As a result, an intervention was scheduled. As the battery-impedance of this pacemaker represented the natural aging process, it was decided to explant the pacemaker that will be returned for analysis. Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, on (B)(6) 2016 patient underwent a non-cardiologic surgical intervention. The post-operative follow-up on (B)(6) 2016 showed, according to the medical staff, a non-confirmed postoperative high atrial pacing rate. The atrial threshold is chronically increased and there is marginal/inadequate atrial sensing. As a result, an intervention was scheduled. As the battery-impedance of this pacemaker represented the natural aging process, it was decided to explant the pacemaker that will be returned for analysis. Preliminary analysis of the returned device confirmed it operated as specified.